Event description:
The patient gets shocks around the battery site sometimes when she uses the stimulation for a long period of time. This started three weeks ago. Sometimes this doesn¿t happen though. The patient recently sustained a fall to her knees. The stimulation was not exactly where it needs to be and the patient was positional; she has to sit up straight and arch her back to feel stimulation. Reprogramming and an impedance check will be performed on (B)(6) 2015. The company representative reported two weeks later that the patient was getting appropriate coverage. Impedances were within normal limits. The doctor was made aware. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.